Manufacturer narrative:
The customer cancelled the service. No parts were replaced by the field service engineer.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device keeps alarming. The fse clarified the device alarmed low tidal volume. The customer reported there was no patient involvement.